Event description:
It was reported that this pacemaker recorded high out of range pacing impedance values on the right ventricular (rv) channel, resulting a lead safety switch to unipolar configuration. This event had been recorded several years prior but the patient had not been interrogated. The rv lead was noted to be a non-boston scientific lead. Further review of device episodes found episodes of oversensing of myopotential noise, resulting pacing inhibition greater than three seconds. Further testing to determine lead and system integrity was recommended prior to possible device reprogramming. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker recorded high out of range pacing impedance values on the right ventricular (rv) channel, resulting a lead safety switch to unipolar configuration. This event had been recorded several years prior but the patient had not been interrogated. The rv lead was noted to be a non-boston scientific lead. Further review of device episodes found episodes of oversensing of myopotential noise, resulting pacing inhibition greater than three seconds. Further testing to determine lead and system integrity was recommended prior to possible device reprogramming. This device remains in service. No adverse patient effects were reported.